Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
There can be several root causes of leaflet thickening. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis. Depending on the severity of the leaflet thickening, it may require intervention.  The device was not returned to edwards for evaluation as hospital histology did not provide the device availability after due diligence attempts were performed. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.    The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via the implant patient registry that a 27mm mitral valve was explanted and replaced with a 25mm valve after an implant duration of 4 years due to leaflet thickening, leaflet restricted motion, and stenosis.  Per medical records, patient presented with chf, pulmonary hypertension, severe mitral stenosis, and severe tricuspid regurgitation. She underwent a redo-mvr and tricuspid valve replacement. Intra-operatively, the old mitral valve was found to be "severely sclerotic and diseased and not moving at all". The newly implanted mitral valve was tested and it was opened nicely. A bioprosthetic valve was implanted in tricuspid position and tested. The patient tolerated the procedure and anesthesia well. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.